Event description:
An abbott rep stated that the account observed smoke coming from the front panel of an abbott centrifuge (sent to customer along with the imx analyzer). The centrifuge appeared to be burned but there were no flames visible. The abbott rep stated that the imx analyzer is no longer at the facility and the centrifuge is no longer supported without the imx analyzer. There are no injuries reported.

Manufacturer narrative:
The x-systems centrifuge is supplied to x-systems customers who are running certain assays requiring centrifugation. This customer no longer has any abbott instrumentation in their laboratory, so a replacement of the centrifuge was not provided. The customer was instructed on how to order a new centrifuge. The customer recognized the damage and discontinued use of the centrifuge, per the instruction guide. A review of the complaint history for abbott x-systems centrifuge was performed for the time period of 12/1/2007 through 3/1/2008. The review identified no add'l complaints during that time period.